Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the reagent 1 (r1) vertical belt as well as the r1 coupling and mixer. The instrument was reset and passed all tests. The sample1 (s1) mixer was also replaced and passed all diagnostics align tests. The system was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed calcium patient result was obtained on a dimension vista 500 instrument. The initial result was reported to the physician(s). The same sample was repeated on an alternate dimension vista 500 instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium patient result.